Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific left ventricular (lv) lead exhibited high impedance measurements of greater than 2500 ohms in the past, and the device was subsequently programmed to right ventricular (rv) only. The lv impedance measurements were checked again, which revealed stable measurements which were within normal range. It was believed that the patient's lv lead was fractured. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which indicated the device was later explanted and replaced. No additional adverse patient effects were reported.